Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter was implanted for 1 month and during peritoneal dialysis, seepage (leakage) was observed in the catheter body and cracks were found in it. It was peritoneal dialysis fluid or dialysate that leaked. Tego was not utilized and there was no luer adapter issue. The insertion site was treated with iodophor wiping and disinfection. Flushing was done without issues or abnormalities, nothing unusual was observed on the device prior to use, and no other defects/damages were found on the product. Titanium connector was being utilized with the device. Normal saline was the cleaning agent used to clean the catheter in its entirety. There was no ointment utilized at the exit site. The cleaning agent was allowed to dry thoroughly prior to dressing the area. The patient was responsible for cleaning the catheter by wiping it with saline for catheter maintenance and the patient only used saline to clean the catheter. The cleaning agent was never switched over the life of the catheter and it was never mixed. Sepsiderm was not used to clean the catheter. The patient did not use any type of cleaning agent/antibiotic on the catheter. There was no protocol change for cleaning agents used recently. There was no blood loss and blood transfusion was not required. They changed the tube and a new catheter was utilized to resolve the issue. Treatment was completed. There was no reported patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 correction: g1(MFR contact first name, last name, email and phone number) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that only a small piece of tube was received. It was reported that there was a crack on the catheter shaft. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter was implanted for 1 month and during peritoneal dialysis, seepage (leakage) was observed in the catheter body and cracks were found in it. Tego was not utilized and there was no luer adapter issue. The insertion site was treated with iodophor wiping and disinfection. Flushing was done without issues or abnormalities, nothing unusual was observed on the device prior to use and no other defects/damages were found on the product. Titanium connector was being utilized with the device. Normal saline was the cleaning agent used to clean the catheter in its entirety. There was no ointment utilized at the exit site. The cleaning agent was allowed to dry thoroughly prior to dressing the area. The patient was responsible for cleaning the catheter for catheter maintenance. The cleaning agent was never switched over the life of the catheter and it was never mixed. Sepsiderm was not used to clean the catheter. The patient did not used any type of cleaning agent/antibiotic on the catheter. There was no protocol change for cleaning agents used recently. There was no blood loss and blood transfusion was not required. They changed the tube and a new catheter was utilized to resolve the issue. Treatment was completed. There was no reported patient injury.